Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing was getting detached at the site all the time. The site location was at the left abdomen and the pump was located on the same side. The infusion had been in use for more then one day. Reportedly, the infusions were stored in the room temperature. The patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.